Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Received new awareness date of (B)(4) 2011. Placeholder.

Event description:
It was reported that it was not possible to disconnect the blade. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. Products were returned to the responsible product development engineer for evaluation and inspection and the event was not reproduced. They were able to disassemble both items using the relevant op technique for implant removal providing evidence that the blade was tightened far too much during insertion which caused the jamming up, making it difficult to disconnect the blade. The thread of the extraction instrument was also slightly damaged and some organic residue is visible. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. No product fault could be detected and we believe that the blade was tightened far too much during insertion making it difficult to disconnect the blade. Results conclusion ¿ while the complaint is considered indeterminate from a manufacturing perspective, user error contributed to the event as the investigation results revealed that the blade was tightened far too much during insertion making it difficult to disconnect the blade.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of report changed from (B)(4) 2011. (B)(4). Placeholder.